Manufacturer narrative:
The reported event of premature separation was not confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device button where the bullets on the tether interact is within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to premature separation problem.

Event description:
During a leadless pacemaker implant procedure, premature separation of the lp from the delivery catheter was observed. A new lp was used to resolve the event and complete the implant procedure. The patient was stable.